Event description:
Device 3 of 3. Reference MFR report #1627487-2013-00288 and 1627487-2013-00289. The pt ((B)(6)) was implanted with two therapy systems which included two ipgs and four percutaneous leads (same lot). It was reported the pt experienced diminished pain relief from her peripheral nerve system (off-label) and has not utilized her sjm products in some time. The pt's therapy systems were explanted, and she is now utilizing devices from a different MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.